Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure on an unknown date due to un-related infection. The right ventricular lead was electively explanted. Once the lead was removed, externalized conductors were noted on the lead. Fluoroscopy did not detect the externalization conductors and the lead was electrically stable. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 15.1cm from the connector pin and 57.1cm from distal end. Internal insulation abrasion breaching the right ventricular cable lumen was noted at 11.1cm to 12.6cm and 13.9cm to 15.6cm from distal end. The etfe coatings was intact at these locations. Internal insulation abrasion breaching ring electrode cable lumen was noted at 11.8cm to 13.1cm and 26.0cm to 28.7cm from distal tip. The etfe coatings was intact at these locations. The other damages were noted were sustained during procedure.